Manufacturer narrative:
Bd received three photos for investigation. The evaluation of these photos shows blood in the stopper well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pools in the well of the stopper. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance plus blood collection tubes, one (1) unit exhibited blood pooling/leakage following a blood draw from a dialysis patient using a luer lock access device with an sst tube attached. No health impact or consequence was reported.